Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient complained of chest pain during the first positioning. A fall in blood pressure was noted. A cardiac ultrasound showed a perforation leading to pericardial effusion. The patient symptoms resolved on its own. The lead was implanted and remains in use. No further patient complications have been reported as a result of this event.